Event description:
In (B)(6) 2013 I get saline texture saline implants, allergan. My surgery went well, no complication, but since month 3, started developing pain in my breast that is suppose to be normal. A year later I develope joint pain, gain weight, my thyroid was imbalance and couldn't leave my bed because the fatigue and the pain were unbearable. After being seen by almost 200 drs, rheumatologist, and all kind of them. They found heavy metals in my body as well as mold.